Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. A correlation between the device and the reported ischemic stroke and hemolysis could not be conclusively determined. The instructions for use lists stroke and hemolysis as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event dates of (B)(6) 2016 for the two ischemic strokes were approximated.(B)(4). Approximate age of device 11 months. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced two ischemic strokes within two weeks. At the time of the first event, the patient's international normalized ratio (inr) was found to be sub-therapeutic. It was reported that the patient had not been taking the prescribed coumadin the two weeks prior. On (B)(6) 2016, the patient was admitted for stroke evaluation after displaying unspecified stroke-like symptoms. A CT scan of the brain revealed an ischemic stroke. On (B)(6) 2016, the patient's international normalized ratio (inr) was 3.7 (goal inr of 2-3) and lactate dehydrogenase (ldh) was 1100 u/l. The patient was reportedly noncompliant with taking coumadin and had frequently been found to have sub-therapeutic inr. On (B)(6) 2016, the patients ldh was 1100 and inr 3.2. An echocardiogram (echo) was performed and revealed a left ventricle ejection fraction (ef) of 30%. On (B)(6) 2016, it was reported that the patients hemolysis was resolving post stroke.